Event description:
An endurant ii stent graft system was scheduled to be implanted for the endovascular treatment of a 6.3 cm diameter abdominal aortic aneurysm. The proximal aortic neck was 19 mm in diameter, with a length of 30 mm. The right common iliac artery was reported to have severe tortuosity. It was reported that the physician attempted to implant the stent graft system. After successful implant of the main body and left contralateral limb, the physician attempted to implant the right iliac extension. The stent graft was inserted, but the graft moved downward with the stent graft cover and failed to deploy. Several more attempts were made to deploy by changing the delivery system's position, without success. The delivery device was removed, and another graft was successfully implanted. The physician noticed a kink in the delivery system graft cover after the procedure, but it is unknown if the kink was seen before or during the procedure. Final angiography revealed no leaks and the procedure was completed. No clinical sequelae were reported and the patient is fine. The physician commented that the right common iliac artery had severe tortuosity and the outer sheath (stent graft cover) also had curvature, which could be the cause of failure in deployment. The physician requested an analysis of the returned delivery system. Analysis of the returned delivery system was performed. Upon inspection of the delivery system, there was a kink in the graft cover at 21cm just above the stent stop. There was another kink in the graft cover at 62 cm from the distal edge of the graft cover just above the strain relief. The stent graft was partially deployed with only the stent struts exposed. The stent graft was then fully deployed without issue. The event was not confirmed since it took place in-vivo. The root cause of the event could not be conclusively determined; however, was most likely due to patient anatomy combined with heavy tortuosity. A review of returned pre-implant cta's revealed that the proximal neck diameter (flow lumen) was 17 x 19mm just below the renal arteries, and 1cm below the renals measured 17mm, with some visible calcification. There is moderate p-a and l-r proximal neck angulation. The max diameter aaa measured 7cm and contained thrombus. The takeoff of the right common iliac was acutely angulated, calcified, and the flow lumen diameter ranged from 13 proximally to 27mm distally. The right external iliac diameter was 7mm. The left common iliac artery was severely tortuous near the iliac bifurcation. The origin of the left common iliac narrowed down to a 8mm diameter flow lumen, and near the bifurcation measured 18mm in diameter. Images at implant showed that the bifurcate was brought up the right side and implanted approximately 1cm below the renal arteries. Prior to deployment of the contra limb, an ipsilateral extension was seen placed into the right external iliac artery. The ipsilateral extension was angulated approximately 90 degrees to the bifurcate flow divider; however, no kinks/compression was seen with the limb. The contra limb was then seen positioned into the left common iliac, and ballooning was performed within the aortic body and both limbs. Significant stent graft narrowing ('dumbbell' balloon shape) was seen within the origin of the left common iliac, and a stent was placed into right extension which slightly straightened out the right iliac. Final angio showed a possible type IV endoleak near the top of the sac. Other than the narrowed contra limb within the left iliac, no other issues were seen. Images during placement and deployment of the right extension were not seen in the films. The cause of the deployment difficulties is uncertain, but it is possible that the angulated and calcified right iliac artery contributed to the event.

Manufacturer narrative:
(B)(4).